Event description:
The device was returned for service. During service by baxter, a broken door assembly was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the fdajuly 16, 2007. The facility representative reported constant alarm before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition constant occlusion was confirmed caused by a broken door assembly. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.